Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A halyard health maude database reconciliation was performed on 25-jul-2017 that identified maude report number (B)(4) as not in halyard health's internal systems. The report stated: during treatment of a pediatric intensive care patient, an attempt was made to suction the patient through a 3.0 mm endotracheal tube (ett). It was performed with an 8 fr closed suction system. It appeared the secretions were too thick to suction the patient with a 6 fr catheter. The inability to suction the patient resulted in a drop in oxygen and required removal of the ett. No additional information was provided.